Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on 03/28/2011 and 04/14/2011 by fax, mail and phone. A completed quality questionnaire was received. A completed follow up questionnaire has not been received. (B)(4). This report was mailed to FDA on: 04/22/2011. (B)(4).

Event description:
A manager reported that a haptic broke during intraocular lens (iol) implant surgery. Additional info from a nurse indicated that the haptic sheared off as the lens entered the eye, and the sharp edge of the lens ruptured the posterior capsule. An anterior vitrectomy was performed and a sulcus lens was placed. Additional info has been requested.